Manufacturer narrative:
The ap2-100506 temporary fixation pin (report #3012120772-2023-00013) and ap2-100314 admiral acp drill were not returned for analysis; however, review of the x-rays provided confirms fragments of the drill and temporary fixation pin remain in the surgical site. Additional detail regarding the surgical technique and/or patient's anatomy has not been made available for consideration. A definitive cause could not be established. Review of qf-10-01 admiral acp system IFU: possible adverse events bending, disassembly, or fracture of components.

Event description:
On (B)(6) 2023, a patient underwent spinal surgery consisting of seaspine's admiral acp system. During the procedure, an ap2-100506 temporary fixation pin was inserted through a screw hole; the temporary fixation pin was then removed without being aware that the pin had fractured and a fragment was left in the surgical site. The surgeon continued through the procedure by inserting an ap2-100314 admiral acp drill, 14mm into the same screw hole. The acp drill made contact with the temporary fixation pin and created enough friction to cause it to fracture as well. Fragments of both the ap2-100506 temporary fixation pin and the ap2-100314 acp drill remain in-situ. No reports of tissue damage or patient injury was reported and there are no plans for revision or removal at this time. Seaspine was made aware of this incident on (B)(6)2023. Report #3012120772-2023-00013 ap2-100506 temporary fixation pin report ap2-100314 acp drill.